Event description:
It was reported that blockage alarms get triggered. There was patient involvement and no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and an anomaly in the downstream occlusion (dso) sensor component was found. The dso sensor component was replaced to fix the issue.